Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 200 mg/dl. As these alarms occurred in the past, troubleshooting to determine a possible cause of these alarms was unable to be performed.